Event description:
It was reported that the patient had a return of symptoms. The patient was seen by their doctor the day prior to the report who did an ultrasound and told the patient that their bladder was retaining too much urine. The patient¿s stimulator was implanted for retention. The patient was instructed to change to program 1. The patient was seen by a manufacturer representative 3 weeks prior to the report. At that time, the patient was given a new programmer since they had forgotten to bring theirs. The patient was told that if their doctor wanted them to change their programs they should change to program 1. The patient was having retention. The patient used the programmer to try and sync and it brought up the flash screen. The patient replaced the batteries and the programmer worked correctly and connected to the implantable neurostimulator (ins). The patient¿s stimulation was on at program 2 at 3.5 and they could see the lightning bolt. The patient used the programmer to change to program 1 at 3.3 which was comfortable for the patient. The patient was going to be seen by a manufacturer representative for a reprogramming session. The patient was still having concerns with their device or therapy but was working with their doctor or a manufacturer representative. An appointment date of 2015 (B)(6) was noted. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va0tqwf, implanted: 2015 (B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).